Manufacturer narrative:
As of this filing, the investigation remains in progress and a supplemental and final report will be filed upon the completion of the complaint investigation. Device was discarded at user facility.

Event description:
The user facility reported that during use of the airseal 5mm access port in a laparoscopic partial nephrectomy procedure on (B)(6) 2016, the "tip of the access port broke off" in the patient. Reportedly, the breakage was discovered when removing the access port after operation. The broken piece was safely retrieved. The procedure was otherwise completed with no patient injury or surgical delay reported. Despite the follow-up attempt, to date no patient's demographic information could be obtained from the user facility other than the patient weight of over 100kgs and that the patient has extremely high bmi. This report is filed on the basis of potential injury with recurrence.

Manufacturer narrative:
As reported, the used/damaged airseal 5mm access port was discarded at the user facility due to contamination and will not be returned for evaluation. Without the actual product, an evaluation could not be performed and the root cause of the reported breakage was not able to be determined. This device is a vendor item and a review of the certificate of conformance could not be performed as the lot number was not provided by the user facility. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. This reported problem was obvious to the user and prompted the use of an alternate device. To date, there have been no patient long term adverse effects reported regarding any of the reported incidents. No further action is planned at this time. The airseal® ifs system is intended for use in diagnostic and/or therapeutic endoscopic procedures to distend a cavity by filling it with gas, to establish and maintain a path of entry for endoscopic instruments and to evacuate surgical smoke. It is indicated to facilitate the use of various laparoscopic instruments by filling the abdominal cavity with gas to distend it by creating and maintaining a gas sealed, obstruction free path and by evacuating surgical smoke. The airseal® ifs cannula and trocar system is composed of a sterile single use instrument consisting of a bladeless optical obturator and radiolucent cannula. To reduce the risk of patient injury, the as-ifs instructions for use (IFU) provides the following warnings: · failure to properly follow the instructions for use can lead to serious surgical consequences. · only qualified physicians with knowledge, experience and training in laparoscopic techniques should use the components of the airseal access system. · these instructions for use do not include descriptions or instructions for surgical techniques or laparoscopic procedures. It is the responsibility of the physician performing any procedure to determine the appropriateness of the type of procedure to be performed with the use of these products and to determine the specific technique for each patient. Device was discarded at user facility.